Manufacturer narrative:
This lead has not been returned for analysis. Should additional information become available, or if the lead is returned, this report will be updated.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted several compressions in the coils and a cut in the lead insulation. Resistance testing and a pressure test of the inner insulation was completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. A pressure test of the outer insulation was performed and the device did not pass at the compressed locations. Laboratory analysis did not confirm the clinical observations.

Event description:
Boston scientific received information that during a competitor lead revision procedure, this implantable left ventricular (lv) lead had inadvertently dislodged. The lead was unable to be repositioned and a replacement lv lead was successfully implanted without incident.